Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that quantity of item not available to issue. A technical support specialist found that the dosage of this item tab was stocked out in the machine. Tss advised customer to contact pharmacy to have more sent to refill or modify patient order with available dosage item available in machine. The system functioned as intended after the technical support specialist assisted to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the quantity of the item was not available to issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.